Event description:
Caller reported an issue where blood glucose level was displayed as "high" without a specific value given. Customer administered a correction bolus via pump to address the high blood glucose and did not require third-party assistance. Technical support assisted the caller in updating biq/ciq settings and advised them to consult with their healthcare provider when updating settings, which caller acknowledged.